Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11e. The following were noted duing visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, and faded end cap address label.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.